Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the physician surgically abandoned the right ventricular (rv) lead due to low out of range impedance measurements. It was noted that the lead was tested on a pacing system analyzer (psa) and still yielded the low out of range impedance measurements. A new device and rv lead were successfully implanted and no additional adverse patient effects were reported.